Manufacturer narrative:
Based on the information available, the root cause could not be confirmed. Device is eol (end of life) and replacement of part by philips is not possible. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is eol (end of life) and replacement of part by philips is not possible. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
It has been reported to philips that the device is failing self-test.